Event description:
As reported, during use in patient, this hemosphere monitor provided inaccurate cvp value of 1 mmhg. Beside monitor displayed cvp value of 18 mmhg, considered correct as per clinical patient status. There was no error message displayed. Analog input cable was replaced for a new one without success. Exchanging the hemosphere monitor for another one solved the issue. As per further investigation completed later, it was discovered that the port voltage range setting had been changed manually from correct setting 0-1 to incorrect setting 1-10 by user, causing the incorrect cvp values displayed. Later, when the edwards sales representative went onsite, the above issue was replicated by manipulating the port voltage settings as described above however after reverting back to the default setting the device functioned normally without any issue. Therefore, a retraining session was performed onsite to all senior staff responsible for the technology on how to ensure the correct settings are selected and the user error is now corrected. The device was not available for evaluation since the monitor was found functional and will remain in use at hospital with no need to return. Patient demographics unable to be obtained.

Manufacturer narrative:
The edwards sales representative went onsite, the above issue was replicated by manipulating the port voltage settings as described above however after reverting back to the default setting the device functioned normally without any issue. Therefore, a retraining session was performed onsite to all senior staff responsible for the technology on how to ensure the correct settings are selected and the user error is now corrected. The device was not available for evaluation since the monitor was found functional and will remain in use at hospital with no need to return. Based on further investigation performed by the engineers, the alleged display of inaccurate hemodynamic parameters could not be confirmed as no product was returned for evaluation. However, as per the complaint event description the issue was potentially related to use error. On the other hand, the hemosphere advanced monitor operators manual was reviewed and it contains instructions on voltage range settings. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : not returned, since functional.

Event description:
As reported, during use in patient, this hemosphere monitor provided inaccurate cvp value of 1 mmhg. Beside monitor displayed cvp value of 18 mmhg, considered correct as per clinical patient status. There was no error message displayed. Analog input cable was replaced for a new one without success. Exchanging the hemosphere monitor for another one the issue was solved. As per further investigation completed later, it was discovered that the voltage range setting had been changed manually to 1-10 instead of from 0-1 by user error, causing the incorrect cvp values being displayed. A re-training session was performed by the sales representative and the user error was now corrected. There was no allegation of patient injury nor inadequate treatment due to this issue.

Manufacturer narrative:
Follow up is ongoing to clarify whether the device is available for evaluation. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Device return follow up is ongoing.

Manufacturer narrative:
H6: investigation findings and investigation conclusions codes were updated.